Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra smart meter was prompting the error 5 message. The medical affaris specialist spoke with the pt's sister five days later. The sister said that the pt has hypoglycemia; she does not have diabetes. The sister said the pt uses the meter to test before and after meals for hypoglycemia. She does not take medication. The sister said the pt went to the ER because "she felt like she was going to pass out". The sister did not know what blood glucose result was obtained in the ER. The pt was given oral glucose, crackers, and juice and released to home. The customer care rep (ccr) walked the pt through retesting and the meter prompted the error 5 message. The meter, test strips, and control solution were replaced.